Manufacturer narrative:
As reported by the (B)(4) study, the patient experienced a non-st elevated myocardial infarction (nstemi ) the day following the index procedure. The patient was described as neurologically asymptomatic prior to the index procedure. The target lesion was located in the proximal right internal carotid artery (ica).the lesion was described as non-thrombosed, 95% stenosed, 10mm in length, arch type I, eccentric, with mild calcification. The reference vessel was 6.0mm in diameter and non-tortuous. A 6mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated and an 8x40mm precise pro rx stent was successfully implanted. The angioguard was retrieved with no debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. During hospitalization, the patient also experienced systemic hypotension, congestive heart failure, and cardiogenic shock. Medical records revealed the patient presented to the hospital two days prior to the index procedure with chest pain (cp) and shortness of breath (sob). However, the patient left against medical advice despite being told he needed further work-up. The patient returned to a different hospital to undergo the scheduled index procedure of carotid stenting (performed on (B)(6) 2011). The patient did not inform the surgical team of his previous hospitalization for cp and sob. Following the index procedure, the patient developed more crushing cp and sob. Electrocardiogram (ECG) showed lateral st depression with troponins 0.22, 0.12, and 1.1. Chest pain improved in an hour and cardiology was consulted. A cardiac catheterization revealed severe, inoperable three-vessel coronary artery disease (cad) without a focal lesion amendable to percutaneous coronary intervention (pci) and systemic hypotension requiring inotropic support intra-procedure. The patient was given diuresis and started on continuous pressor support. The patient was also diagnosed with congestive heart failure (chf) and required inotropic support with continuous intravenous dobutamine. The patient was transitioned off of dobutamine and onto a multi-agent heart failure regimen including toprol xl, furosemide, lisinopril, and spironolactone. Medical records also reported cardiogenic shock and current non-st elevated myocardial infarction (nstemi) in the setting of chronic ischemic cardiomyopathy (icm) with left ventricle ejection fraction (lvef) 30-35%. There was an attempt to wean the patient off dopamine and with subsequent hypotension in the 70s. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15374611 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15374611. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Factors that may have influenced the event include the patients extensive medical history, procedural and pharmacological.

Event description:
The study coordinator confirmed that packed red blood cells were given as treatment for the cardiogenic shock. She confirmed the cardiogenic shock was related to the myocardial infarction. She stated the stent implanted in the proximal and mid left anterior descending (coronary) artery was a promus stent.

Event description:
As reported by the (B)(4) study, the patient experienced a non-st elevated myocardial infarction (nstemi ) the day following the index procedure. During hospitalization, the patient also experienced systemic hypotension, congestive heart failure, and cardiogenic shock. Medical records revealed the patient presented to the hospital two days prior to the index procedure with chest pain (cp) and shortness of breath (sob). However, the patient left against medical advice despite being told he needed further work-up. The patient returned to a different hospital to undergo the scheduled index procedure of carotid stenting (performed on (B)(6) 2011). The patient did not inform the surgical team of his previous hospitalization for cp and sob. Following the index procedure, the patient developed more crushing cp and sob. Electrocardiogram (ECG) showed lateral st depression with troponins 0.22, 0.12, and 1.1. Chest pain improved in an hour and cardiology was consulted. A cardiac catheterization revealed severe, inoperable three-vessel coronary artery disease (cad) without a focal lesion amendable to percutaneous coronary intervention (pci) and systemic hypotension requiring inotropic support intra-procedure. The patient was given diuresis and started on continuous pressor support. The patient was also diagnosed with congestive heart failure (chf) and required inotropic support with continuous intravenous dobutamine. The patient was transitioned off of dobutamine and onto a multi-agent heart failure regimen including toprol xl, furosemide, lisinopril, and spironolactone. Medical records also reported cardiogenic shock and current non-st elevated myocardial infarction (nstemi) in the setting of chronic ischemic cardiomyopathy (icm) with left ventricle ejection fraction (lvef) 30-35%. There was an attempt to wean the patient off dopamine and with subsequent hypotension in the 70s.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15374611 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15374611. The patient was started on dobutamine with improvement and medication was changed from coreg to toprol xl. The patient was diagnosed with (nstemi) and it was felt coronary artery bypass surgery (CABG) would be an unacceptable high risk due to the patient's coronary anatomy and diffuse disease. The patient was to continue aspirin, simvastatin, and plavix. The patient suffered acute kidney injury due to a combination of contrast induced nephropathy and atn 2/2 peri-procedural hypotension. The patient recovered to his baseline creatinine of 1.3 prior to discharge. After five days of hospitalization, the patient was discharged with instructions to follow-up with the cardiologist. The patient was described as asymptomatic prior to the index procedure. The target lesion was located in the proximal right internal carotid artery (ica).the lesion was described as non-thrombosed, 95% stenosed, 10mm in length, arch type I, eccentric, with mild calcification. The reference vessel was 6.0mm in diameter and non-tortuous. A 6mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated and an 8x40mm precise pro rx stent was successfully implanted. The angioguard was retrieved with no debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit.